Event description:
The hcp reported the pt was in the emergency room with nausea, vomiting, and abdominal pain. Information regarding overdose and underdose of lioresal and morphine were faced to the hcp. A follow up report will be sent when additional information is received.